Event description:
It was reported that during replacement of the pacemaker and atrial lead, this right ventricular (rv) lead was tested. The rv threshold was unstable, fluctuating between 0.8 v and 3.0 v. It was decided to also replace this lead. The lead is expected to be returned.

Event description:
It was reported that during replacement of the pacemaker and atrial lead, this right ventricular (rv) lead was tested. The rv threshold was unstable, fluctuating between 0.8 v and 3.0 v. It was decided to also replace this lead. The lead was returned for analysis.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, a thorough evaluation of the lead was performed. Testing was completed to assess lead electrical performance and inner insulation integrity. Measurements throughout these tests were within normal limits. Microscopic inspections of the terminal pin assembly, lead body, and electrode tip found no anomalies. A wire insertion test was also performed and indicated no blockage in the lead lumen. Laboratory analysis did not identify any lead characteristics that would have caused or contributed to the reported clinical observations.